Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a solution bag and a cassette set during setup of peritoneal dialysis therapy. The patient had difficulty connecting one solution bag and when finally connected received an alarm. The patient then switched to a different solution bag with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.